Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 80% stenosis in the mid circumflex artery. There was no damage noted to the device packaging and no issues when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent could not pass through the lesion and when pulled back the stent was noted to be deformed. The procedure was completed with another device from the same lot. No patient injury is reported. The physician has reported that the event was not due to the use of the device in a difficult lesion morphology/anatomy.

Manufacturer narrative:
Evaluation summary: the device returned with the stylette loaded. It was not possible to remove the stylette. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 20th, 21st, 22nd, 23rd, 24th and 26th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was not verified due to the stylette being stuck in the device. Additional information: the deformation occurred while removing the device from the patient. The deformation was only noticed upon removal of the device from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of the procedural images confirm the presence of the lesion site in the mid lcx. Multiple balloon inflations are performed prior to the deployment of another resolute integrity stent. There are no images capturing the attempted delivery and subsequent removal of the complaint device. If information is provided in the future, a supplemental report will be issued.